Event description:
A customer reported receiving a minimum fill notification, which led to their blood glucose levels exceeding 500 mg/dl, displayed as "high" on the pump. In response to the high blood glucose level, the customer administered a correction bolus using their pump. There was no need for third-party assistance, and the customer attempted to load a new cartridge. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. Despite these steps, reloading the same cartridge did not resolve the issue. Technical support then guided the customer through loading a new cartridge onto the pump, which successfully resolved the problem, allowing the customer to resume insulin use.